Event description:
On an unknown date a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient began duodopa lcig therapy in 2019. On (B)(6) 2023 the patient experienced acute abdominal pain and was admitted into the hospital. On (B)(6) 2023 an abdominal sonogram revealed a buried bumper and an abscess had developed. The patient was treated with intravenous antibiotics and new tubing was inserted. A repeat abdominal sonogram on (B)(6) 2023 revealed that the abscess regressed starting from the internal retention plate.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A buried bumper and abscess are known complications of a peg tube placement. Health effect clinical code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.